Event description:
A malfunction alarm was reported with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was not resettable, so technical support arranged to replace the pump, ensuring the customer was informed and prepared with a replacement pump to prevent interruption in insulin delivery.